Manufacturer narrative:
Follow-up information was received on 15-apr-2015 from consumer. On (B)(6) 2015 a surgery (name of surgery not provided) was performed to remove the device (essure) that was on the right side by a doctor who was not certified by essure. The doctor couldn't find the other one. She stated that she still have to get the other one out since she was allergic to nickel. Consumer provided consent to contact her physician and provided her physician's correct information. No further information was provided. Follow up 18-jun-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Follow-up information received on 25-jun-2015 her weight was (B)(6) and height was (B)(6). Her concurrent condition included obesity. Cervical conization, curettage, myomectomy and adnexal surgery were denied. She has a history of cesarean and use of ius/iud from 2003 to 2008. Essure was inserted on (B)(6) 2011 and patient was not in a postpartum stated. Cervical dilation, sounding and general anesthesia were denies. Sedation was performed. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did take less than 20 minutes. On (B)(6) 2011, hsg (hysterosalpingogram) was done and bilateral occlusion was seen. Right coil and right tube (salpingectomy) were removed by laparoscopy, but the left could not be found on (B)(6) 2015. X-ray of abdomen was done on (B)(6) 2015 and essure was located in the left pelvis. She was with abdominal pain. On (B)(6) 2015, pelvic MRI (nuclear magnetic resonance imaging) without contrast was done and left essure coil was noted in the expected location of the left fallopian tube extending to the uterine cornua region; appeared to be in situ (the previous reported event essure were not in my fallopian tubes / essure that was not found earlier was there in uterus was deleted from case). According to the physician, the symptoms/pain did not resolve because only one essure was removed. New surgery will be done to remove left essure. Physician was uncertain if condition was caused by essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted and was positive to nickel allergy. During surgery to remove the micro-inserts, essure were not in her fallopian tubes, however upon receipt of follow-up information, it was reported that left essure coil was noted in the expected location of the left fallopian tube extending to the uterine cornua region, therefore this event was deleted. One device was in uterus (right essure coil) (device expulsion). A salpingectomy was performed and right coil and right tube were removed. The events positive to nickel allergy and one device was in uterus (right essure coil) are serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the event's nature and positive temporal relationship, causality is assessed as related to essure use. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or a dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact mechanism of the expulsion is not known. However considering the nature of the event and available information, causal relationship with essure cannot be excluded. Since an intervention was performed, the case is regarded as incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for sterilization. The consumer stated that in (B)(6) 2014, she developed a rash in her vagina and tummy. She did not know the reason and after searched side effects of essure, she thought that it could be due to nickel allergy. In (B)(6) 2014, she had a nickel allergy test positive. On (B)(6) 2015, a surgery was done to remove essure. Physician said that essure inserts were not in her fallopian tubes. One was in her uterus and the other, physician could not find. Only insert that was found in her uterus was removed. On (B)(6) 2015, she went to emergency room for abdominal pain and bloating. X-ray of pelvis was done and was said that the essure that was not found earlier was there in uterus, but it was not removed. Result and assessment of the product technical complaint investigation received on (B)(4) 2015: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and was positive to nickel allergy. During surgery to remove the micro-inserts, essure were not in her fallopian tubes. One device was in uterus (device expulsion), and was removed and the other one was not found. Two days later, the consumer went to emergency room complaining of abdominal pain and bloating and a x-ray showed essure that was not found earlier was there in uterus (device expulsion). These events are serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the event's nature and positive temporal relationship, causality is assessed as related to essure use. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or a dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact mechanism of the expulsion is not known. However considering the nature of the event and available information, causal relationship with essure cannot be excluded. Since an intervention was performed, the case is regarded as incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-nov-2015 from consumer with additional information on 05-nov-2015. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2555/FDA-2014-n-0736-2535). Consumer experienced itchiness that never went away, headaches and was unable to lose weight no matter what she tried and a lot of pain around her belly area. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer, who had essure (fallopian tube occlusion insert) inserted and was positive to nickel allergy. During surgery to remove the micro-inserts, essure were not in her fallopian tubes, however upon receipt of follow-up information, it was reported that left essure coil was noted in the expected location of the left fallopian tube extending to the uterine cornua region, therefore this event was deleted. One device was in uterus (right essure coil) (device expulsion). A salpingectomy was performed and right coil and right tube were removed. The events positive to nickel allergy and one device was in uterus (right essure coil) are serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the event's nature and positive temporal relationship, causality is assessed as related to essure use. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or a dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact mechanism of the expulsion is not known. However considering the nature of the event and available information, causal relationship with essure cannot be excluded. Non-serious events were also reported. Since an intervention was performed, the case is regarded as incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information.